Manufacturer narrative:
Product ID 3037, serial# (B)(4). Product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for interstim - other. The patient reported poor communication with antenna or without. Patient noticed poor comm on (B)(6) 2020. Placed pp directly over ins and synced with ins but did not resolve the poor communication. Patient stated she is having symptoms where she does not urinate, it takes her a long time to urinate and she has to think about it. Patient stated she went to the bathroom at 4:30am and did not go again until 10 min prior to calling. Patient stated she has to catheterize intermittently. Symptoms started prior to poor comm. Patient stated she tried using the pp in the past and was able to after changing pp batteries. There were no further patient complications are anticipated or expected as a result of this event.